Manufacturer narrative:
The beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the ion-selective electrode (ise) buffer valve. The replacement of the ise buffer valve resolved the issue. Patient demographic (weight) was not provided by the customer.

Event description:
The customer obtained false high sodium (na), chloride (cl) and/or potassium (k) result for two (2) patients, involving the au5800 clinical chemistry analyzer. The false sodium, chloride, and potassium results were not reported outside the laboratory. The customer repeated the samples and obtained sodium, chloride and potassium results within the normal reference range. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory's established ranges on the day of the event.